Event description:
Implant disassociation.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient complained of pain at approximately 14 months post op. Medial tibial bone was beginning to resorb. After another year, the decision was made to open up and explore the knee and to revise the tibia. The tibia was well fixed and required a saw and osteotomes to remove. Upon explanation, cement was still fixed to all areas of the tray. Pre-op cultures were negative. Doi: unknown, dor: (B)(6) 2017, left knee.